Event description:
It was reported that the patient presented to the office with an alert for hvli out of range. Externalized conductors were observed under fluoroscopy. No other anomalies were found. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.